Manufacturer narrative:
The reagent lot number is 907660. The expiration date was not provided. The calibration and qc were acceptable. The field service representative set the main pump and gear pump pressures, checked the cuvette rinse levels, performed an incubation water bath exchange, cell blank measurement, and photometer check. He found a hole in the vacuum tubing. He replaced and re-routed the cell rinse tubing, cleaned the concentration waste vessels, and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 29.55 mg/dl, and the repeated result was 0.84 mg/dl. The repeated result was obtained on another module and was believed to be correct. The sample was repeated because the operator noticed a discrepant result in the middleware.